Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported following an intraocular lens (iol) implant procedure,the postoperative visibility was poor. Cataract surgery was performed on both eyes, and the patient complained that his/her vision looked whitish and like there was a film over it after surgery and poor near vision. Lens was explanted in a secondary procedure. The iol was replaced with other company lens.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The iol was returned for analysis. No device returned. The iol was returned in a plastic bag. Solution is dried on both surfaces of the optic and haptics. One haptic tip is broken torn and not returned, the other haptic is intact. The optic is split/cut in two. The reporter stated in the additional information attachment that the replacement lens was power+17.5 d. The root cause for the reported complaint could not be determined. The exchange to a power+17.5 d lens may suggest that the replacement lens model was an improved choice for the patient vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.